Manufacturer narrative:
The beckman coulter fse inspected the ise and noted air bubbles in the lines. The fse replaced the ise valve to resolve the issue and repair was verified per established procedures. Failure mode is attributed to a failed reference valve.

Event description:
While at the customer site on (B)(6) 2013, a beckman coulter fse (field service engineer) reported that the customer had experienced issues with low anion gaps involving the au5800 clinical chemistry analyzer on the previous day. The customer had located a clot in the sample cup on (B)(6) 2013 and proceeded to remove the clot but continued to see recovery issues. The customer confirmed that erroneous results were reported out of the laboratory and five (5) corrected reports were issued. The customer stated that there was no change or affect to patient treatment for four (4) out of the five (5) patients involved in the event. This report references the patient who had a change in patient treatment as a result of the erroneous low na (sodium) result; please refer to medwatch #9612296-2013-00057 for an associated report for the other four (4) patients in which there was no change or affect to patient treatment. One (1) patient was admitted to the hospital due to the erroneous results released from the laboratory. Per the provided patient chart, the admitting physician stated that the patient was admitted due to the low na (sodium) result but noted the presence of edema in the patient's legs. Upon admission to the hospital on 04/10/2013 at about 10 pm, the patient received 40 mg of furosemide by IV (intravenous) push and the same treatment was repeated the following morning at 10 am. Other listed medication given during the hospital stay was tylenol as needed. Furosemide (lasix) is among the medications that the patient was currently taking. The customer stated that the patient's hospital stay was overnight and the patient was discharged around noon the following day on 04/11/2013. The discharge notes indicate that there was no change to the patient's current medications. The patient's current medication list include: norvasc, furosemide, synthroid, atenolol, miralax, cymbalta, diovan, mirapex, hydralazine, and norco. The customer supplied qc (quality control) data for two days (04/10/2013 and 04/11/2013), ise (ion selective electrode) calibration screenshots, maintenance logs, and patient results for review. Review of supplied data was unremarkable.